Event description:
Today, I began noticing allergic type symptoms occurring in myself. Being a pharmacy student, I am hyperaware of symptoms when they occur in me and quickly look into them. I began using invisalign on tuesday this week (today is friday), and this morning I noticed a tingling in my gums, lips and face, as well as a "sore" throat that felt as if I couldn't particularly clear it, despite any amount of water intake. The only thing that had changed in my routine was the addition of the invisalign aligners. I have had orthodontic work before and plastic retainers that are similar to the invisalign system, and had no negative or adverse effects from those. I contacted my orthodontist and he advised me to remove my aligners and discontinue use until they can get in contact with invisalign. They have contacted them to report that I am having this reaction. I also self-medicated with 50mg of diphenhydramine to reduce the symptoms of my allergic reaction I am experiencing. I'm monitoring my blood pressure, temperature, and watching for any other anaphylactic symptoms, just in case. I believe they are working to get a new set of aligners for me that are "hypoallergenic", however, after this experience I am afraid to try again.